Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a critical pump error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there was a critical pump error image on the pump screen. The customer stated that the pump was not dropped or bumped. The customer did not notice any other errors. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image alarm and pump error due to force sensor flex cable incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error open book image alarm. Pump received with scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, missing display window cover, pillowing keypad overlay, and minor scratched lcd window.